Event description:
It was reported that the patient had been seen by the paramedics with hypoglycemia. The patient's blood glucose levels reached 22 mg/dl while wearing the pod for an unknown amount of time. It was also reported that the pod had a shut off hazard alarm. The patient was treated with glucose gel under tongue then advised the husband to have orange juice and a peanut butter sandwich. The patient was released the same day and did not go to the hospital. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedic visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.